Manufacturer narrative:
Since there were no non-conformities detected during batch history records, and the in-process test results and unused samples test results were well above the required minimum of 45n, we conclude that there was no problem with our parts. The drains most likely were damaged in use and tore in the damaged area; silicone drains are known for their ability easily snap if they were even lightly cut or nicked. The complaint considered to be not justified.

Event description:
When pulling the retrosternal drainage, tear off the drain 3mm before wrapping and knotting the drainage by the pediatric cardiac surgeon. Drain knot / thread was first loosened easily between the skin and drain. Already when grasping the drain with a slight pull, the drain was torn off. The remaining retrostemal drainage remained in the chest, which made pediatric surgery necessary. Second incident of this type with new drainage, same tear-off point as before.